Manufacturer narrative:
An event regarding osteolysis involving a trident shell was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method and results: device evaluation and results: not performed as product was not returned, medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: {...}procedure-related factors: suboptimal cup position with superficial position and anteversion mismatch. Patient-related factors none evident. Device-related factors: none. Diagnosis: suboptimal cup position with superficial position and anteversion mismatch have contributed to an overload condition in the arthroplasty including the stem taper junction with excessive micromotion causing elevated metal ion levels with possibly more symptoms about which no info is available but still required revision with femoral head exchange. Cup and stem were retained.{...} device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the investigation concluded that osteolysis was caused by {...} suboptimal cup position with superficial position and anteversion mismatch {...} as per medical review.

Event description:
Patient presented for revision hip of an accolade stem head was revised with a sleeve and ceramic c-taper head. Patient had elevated metal ion levels. A review a by a clinical consultant did confirm osteolysis around an unknown trident shell and an unknown accolade stem.